Event description:
It was reported that during an implant procedure, noise was observed on the atrial lead. During the procedure, no electrical anomalies were noted on the lead. The lead was explanted and a new lead was implanted. However, noise occurred again with the newly implanted lead. This lead was also explanted and replaced. The patient presented stable after the procedure.